Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming functional testing. Upon investigation the monitor was unable to complete a baseline recording. The cause of the failure was isolated to a loss of the driven ground signal. The r781 resistor was open, resulting in the loss of the driven ground. The cause of the open r781 resistor was unable to be positively identified, but is consistent with damage caused by external defibrillations during resuscitation efforts. The damaged r781 likely occurred after the device was powered down as the device was able to obtain clean ECG recordings prior to the device deactivation at 03:54:38 and later at 08:13:30 pm on (B)(4) 2017.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event prior to passing. Per the patient's mother, the patient was passed on (B)(6) 2017 between 9 and 10 am. It was reported that the patient was in the hospital and that CPR had been performed by the facility 3 times. The patient's mother also reported that the lifevest shocked the patient. Per review of the downloaded software flag and ECG data, the device was last used on (B)(6) 2017. Prior to deactivation the lifevest delivered 5 treatment shocks during CPR artifact and vf between 03:19:05 and 03:21:07 pm on (B)(6) 2017. Around 03:14:06 pm, the ECG recording revealed the patient's rhythm to be asystole. CPR artifact was also present on the ECG. Prior to the first treatment, the patient's rhythm transitioned to vt at 150-190 bpm with periods of CPR artifact visible. The first treatment was delivered at 03:19:05 pm. The rhythm at the time of the treatment was obscured by CPR artifact. The detection sequence continued and the device delivered four additional treatments between 03:19:35 and 03:21:07 pm. The rhythm at the time of the treatments was vt or polymorphic vt from 190- 220 bpm. The rhythms failed to convert and the post shock rhythm for all four treatments was polymorphic vt. The device exited the detection sequence at 03:21:21. Per the long-term ECG recordings, the patient's rhythm remained in vt following the last treatment. CPR and motion artifact on the channel prevented further detection of the vt rhythm. The patient's rhythm remained in vt with CPR and motion artifact for about 33 minutes before slowing to an idioventricular rhythm at 130-140 bpm. The device was shutdown at 03:54:38 pm while in the idioventricular rhythm. At 08:07:51 pm on (B)(6) 2017 the device was powered on again for 6 minutes. The patient's rhythm at the time was an accelerated idioventricular rhythm from 130 to 140 bpm. The device was not active at the time of the patient's passing on (B)(6) 2017.